Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a hysteroscopic myomectomy, the wire loop of the unit broke off and fell into the patient. It was further reported that the surgeon was unable to retrieve the broken piece. There were no adverse consequences to the patient. It was further reported that the doctors are allegedly working on a plan to retrieve the broken wire loop from the patient, which will require a possible second surgery.